Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no anomalies. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; however, the exact root cause could not be determined. The most probable cause was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a check for empty bag or reservoir alert during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.